Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spyscope ds catheter was inserted into the common bile duct and was able to visualize properly the suspected malignant site. As they advanced further to take biopsies, it was noticed that the working channel of the spyscope ds was protruding which was visible on the monitor. They decided to remove the spyscope ds from the patient. Reportedly, no part of the device detached. They used a different device to take biopsies and completed the procedure. There were no patient complications reported as a result of this event.